Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reported that the most probable cause for the reported event is as follows: it was presumed that this phenomenon occurred because external force such as strong rubbing, hitting was applied to the subject part during transportation, storage, use, cleaning, etc. Since it may be prevented by observing descriptions on the instruction manual, it is considered that the phenomenon was caused by user¿s handling as a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The legal manufactured confirmed the contents of the event were described in the instruction manual. When confirming the instruction manual of the gf-uct180, the following was described. It was judged that this may prevent the indication phenomenon. Important information ¿ please read before use warnings and cautions (p.7) . Warning ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿ distal tip damage and leak¿ was confirmed as a large chip was noted on the scope¿s pink rubber on the probe and exposed the core. A leak was noted from the scope¿s jet tube. The scope¿s water flow inlet was damaged. The bending section glue was cracked. A shadow on the echo line was observed. The control knob was inspected and was found to have play in all directions (rl,ud). The instruction manual warns users¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
The service center was informed that damage was noted at the distal tip of the scope and a leak was noted. There was no patient involvement reported.